Manufacturer narrative:
Investigation: 3 samples were received. One photo was provided. They all came in the sealed packaging blister. One has only the plastic shield, having missed the needle assembly. Another sample has the needle assembly with no plastic shield. Finally, the third one has the plastic shield with foreign matter on it; it has black specks of ink on the shield. The photo shows the three samples. Possible root causes for the missing shield are: shield not fully seated on the hub causing part separation during transport. Oversized shields or undersized hubs. Shields may have been loosened during removal from the assembly rack. Possible root causes for the missing needle are: separation may have occurred during removal of the needle from the assembly rack. The part may have separated during transfer to the packaging line. The orientation operation at the packaging line may have caused the needle to separate from the shield. Ink used by the printer at the packaging line got over the plastic shield. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It has been reported that the needle filter 19x1-1/2 tw has been found containing foreign matter before use. The following has been provided by the initial reporter: on (B)(6) 2019, the customer checked this batch of filter needles and found new defect types, including three types: a large number of black foreign bodies in the needle cap, a lack of needle cap in the package, and a lack of needle in the package.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the needle filter 19x1-1/2 tw has been found containing foreign matter before use. The following has been provided by the initial reporter: on (B)(6) 2019, the customer checked this batch of filter needles and found new defect types, including three types: a large number of black foreign bodies in the needle cap, a lack of needle cap in the package, and a lack of needle in the package.